Event description:
It was reported that patient underwent primary hip procedure on (B)(6) 2007. Patient underwent revision surgery on (B)(6) 2011 due to repeated dislocation. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date: 07/2016. This report filed (B)(6) 2011.